Event description:
It was reported that the device will not operate on ac power. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. It was observed that the existing power supply was broken, causing for the device to only function on battery power. The power supply assembly was replaced and then the proper device operation was observed through functional and performance testing. The device was returned to the customer for use.